Event description:
Event description cpi received information that, at a routine follow-up examination, this implantable cardioverter defibrillator (ICD) could not be interrogated, and no magnet tones could be elicited. The ICD was explanted and replaced. Following explant, the ICD began emitting abnormal tones.